Event description:
Based on additional information received on (B) (6) 2008, this case initially considered as non-serious was upgraded to serious. Initial information was reported by a physician to genzyme (manufacturer case ID (B) (4)) and received by sanofi-aventis via fax on 01-dec-2008: a female received three injections with hyaluronate sodium [hyalgan] and reported that her left knee was not improving. Therapy with hyaluronate sodium was discontinued. No further relevant information reported. Additional information for hyaluronate sodium [hyalgan] from product technical complaint report case ID (B) (4) dated 09-dec-2008, received by (B) (4) on 10-dec-2008: no batch number was reported, and no complaint sample was received. Evaluation was not possible. Conclusion: no investigation/no assessment possible. The case status is open. Additional information received from genzyme (manufacturer case ID (B) (4)) on 18-dec-2008: the patient, a (B) (6) female with a history of arthritis, developed non-hodgkin's lymphoma after starting therapy with hyaluronate. She received an unknown number of hyaluronate sodium [hyalgan] injection(s) into her left knee in (B) (6) 2006. She was diagnosed on (B) (6) 2006, and received her last chemotherapy treatment in (B) (6) 2007. The patient reported that she was currently cancer free. No further relevant information was provided. Corrective treatment: chemotherapy.

Event description:
Additional information for hyaluronate sodium from product technical complaint report case ID (B)(4) dated january 6, 2009, received by (B)(4) on may 5, 2009: no batch number was reported, and no complaint sample was received. Conclusion: no investigation / no assessment possible. Case closed.

Event description:
Additional information for hyaluronate sodium from product technical complaint report case ID (B)(4) dated january 6, 2009, received by uspv on may 05, 2009: no batch number was reported, and no complaint sample was received. Conclusion: no investigation / no assessment possible. Case closed. Additional information for hyaluronate sodium [hyalgan] from product technical complaint report case ID (B)(4) dated december 9, 2008, received by uspv on may 12, 2009: no batch number was reported, and no complaint sample was received. Evaluation was not possible. Conclusion: no investigation/ no assessment possible. The case re-closed.